Event description:
Caller reported a pixel issue on the pump display. There was no adverse impact to the customer's blood glucose level. The issue did not affect the customer's ability to interact with or read the pump screen. Technical support informed the caller that the pump could still be used for insulin therapy, and the caller acknowledged and understood.